Event description:
Customer reported that the reservoir area on the insulin pump was chipped up and that the reservoir did not stay in place and that she did not receive as much insulin as she should receive. She did not remember the blood glucose reading at the time. She was not aware of how this damage occurred. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.